Event description:
It was reported that during an unknown procedure the device did not work. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 7/23/2025. D4 batch # 827c69. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no reload present, the saddle pin loose, not allowing to close the device properly and a mark on this area showing properly rivet. Both bearings were placed. Further analysis shows the anvil partially detached on the distal end with the two posts broken. The anvil post on this area appears to be damaged as if the anvil was pulled out of the device. No functional test was performed due to the condition of returned sample. No conclusion could be reached on what caused the saddle pin damage. The condition of the the anvil was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 827c69, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details about the device quality issue. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partial fire)? Were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? Did the device cut the tissue? If the device cut, was the cut line complete? How was the issue addressed? Was there a patient consequence? If yes, how was the issue addressed? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?